Event description:
Abstract entitled " gene expression in adverse reaction to metal debris around metal-on-metal arthroplasty: an rna-seq-based study¿ written by pemmari a, leppänen t, paukkeri el, eskelinen a, moilanen t, and moilanen e. Was published in scandinavian journal of rheumatology on august 21, 2018 was reviewed. The study addressed the pathogenesis of armd by genome-wide expression analysis. Armd tissue was obtained from revision surgeries for asr. No abstract didn¿t provide any information regarding the number of patients involved or any other harms/product failures. This report is for unk hip acetabular cup asr this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter of facility information: the immunopharmacology research group, faculty of medicine and life sciences, university of tampere and tampere university hospital, tampere, finland, coxa hospital for joint replacement, tampere, finland. G4: no 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.